Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said their bladder is very contractional. Patient said they were in the emergency today because almost 2 days ago they had an infection. Patient has taken their medication and antibiotic but they don't feel comfortable after that. Patient is still having continued pain and discomfort in their bladder. Yesterday they had strong pain and today they were at the ER and they had a reinfection again. The doctor put in morphine and patient feels a little better right now but they need to change the settings. Caller stated that they lost the handset and tm90. Agent warm transferred the caller to sunmed. The patient was redirected to their healthcare provider to further address the issue. Patient called back and reiterated their bladder has been very contracted, bloated and painful and they wondered if that's related to their implant; they said they had turned stimulation down and that relieves the pressure a little but not completely. They also brought up they're still taking antibiotics for a uti; they took nitrofurantoin but it seems it didn't clear it, and oxycodone for the pain. Patient said it no longer burns when they pee but their bladder is still contracted and it makes their pubic area hurt. Patient added they had a CT scan done and a cystoscopy and that showed their bladder is contracted. Reviewed therapy information. Patient also said they've found the handheld devices and wanted to cancel the request but call disconnected before agent was able to transfer them. Agent called them back and there was no answer.